Event description:
It was initially reported that a neurologist's handheld computer was not responsive at the main screen while pressing any of the buttons. The event resolved after a soft reset was performed and the physician was able to navigate and interrogate his demo generator. Further info was received from the physician stating that his handheld computer was unable to exit the screen after diagnostic results were displayed. A hard reset was performed and the event resolved. A new handheld was sent to the physician and the reported handheld was returned to the manufacturer to undergo product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.